Event description:
During the coils embolization with a non-calcified/toruous 4mm posterior communicating artery (p-com), re-zipping difficultiy was experienced with 2x2 trufill dcs orbit coil. The coil was removed from the microcatheter, other coils were placed and the procedure was completed successfully. There was no report of adverse effect to the patient. Reportedly, the tab was held and the zipper slide distally to the stopper without difficulty. The coil introducer stripped away from the delivery tube without difficulty. No information was available if any resistance was felt when the coil was retracted by withdrawing the delivery tube out of the 2nd rhv. Also, it is not clear if the coil introducer was secured in the 2 rhv prior to the re-zipping. The product has been returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.